Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The reported product was not received at the investigation site for evaluation. Further information and logfiles were requested but not received. The reported product was not received at the production site and insufficient information was provided. Therefore, the root cause for the complaint issue cannot be determined. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient interface with lost suction resulted aborted flap in unknown eye during lasik surgery. There are multiple related reports for this event. This report addresses the patient unknown, unknown eye and additional manufacturer reports will be filed for the other patients.